Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed prior to application. No pt injury reported.